Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low crej2 creatinine jaffé gen.2 results for one patient sample. The initial result was 34.9 umol/l and the repeat results were 81.5 umol/l and 77.7 umol/l. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 25635101 with an expiration date of 31-mar-2019. The rinse station teflon nozzle tubing was found to be blocked causing back flow. The field service representative flushed the tubing and performed a mechanism check. Precision testing passed. Upon follow up, it was confirmed the issue was resolved by the service actions.